Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd888123 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that on (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on (B)(6) 2011. The cause of the peritonitis was unknown. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering. Dianeal pd4 ambuflex therapy was ongoing. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Additional investigation is being conducted through (B)(4). Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.